Event description:
The customer reported poor image quality and an error displayed when connected to the main body during reprocessing involving an olympus autoclavable camera head. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.